Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited undersensing and while being checked, no intrinsic amplitude or impedance measurements could be obtained. Boston scientific technical services was consulted and suggested the programmed settings might be the issue, and if they were out of triggered mode, readings should be available. Once programming was changed due to an impedance measurement was obtained, but still no amplitude measurements. Ts stated that since the device is on the highest sensitivity currently, obtaining the sensed p-waves will not be possible. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.